Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for deformed plunger stopper was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd preset¿ customer found part of the plunger was found to be deformed. The following information was provided by the initial reporter. The customer stated: "during use, the blue rubber part of the plunger was found to be deformed and the hcp discontinued the process."